Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a user advisory ua45 (not at "home" position after power-on/restart) message. There was no report of any patient involvement. Manufacturer has requested additional information, however no further details have been provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and no damages were observed. Functional testing was performed and a user advisory 45 (not at home position after power-on/re-start) occurred during power on. Further inspection revealed that an out of position driveshaft was causing the ua 45 fault to occur. A root cause for the why the driveshaft was out of position could not be determined. The archive data indicated that the reported ua 45 fault did not occur on the reported event date of (B)(6) 2013, but rather on (B)(6) 2013. In summary, the reported complaint of ua 45 fault occurring was confirmed based on both functional test results as well as review of the archive data. Based on inspection of the returned platform, the ua 45 fault was found to be attributable to an out of position driveshaft. A root cause for the why the driveshaft was out of position could not be determined.